Manufacturer narrative:
(B)(4). The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the performance was out of specification. Therefore, the reported condition was confirmed. It was further determined that the device failed pretest for check the trigger function, check the starting behavior, check frequency, minimum 12¿000 to 16¿000 oscillation/minute, check for air leak, check for excessive noise, and general condition. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the performance of the air oscillator device was out of specification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.